Event description:
Implant was found to be stable at 6 months, but became unstable shortly after. At revision less than 1 year post op, the graft was loose and the implant was found fragmented. The graft within the tunnel was necrotic and was easily dissected free. This device is used for treatment.

Event description:
Implant was found to be stable at 6 months, but became unstable shortly after. At revision less than 1 year post op, the graft was loose and the implant was found fragmented. The graft within the tunnel was necrotic and was easily dissected free. This device is used for treatment.